Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient and family member heard the pump humming prior to the neurological event. Site noted international normalized ratio(inr) therapeutic and lactic acid dehydrogenase (ldh) values were fine. The logfiles revealed continuous suction. Site said echo showed normal function. The patient has some right sided deficits, but gradually improving daily. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that cerebrovascular accident (cva) was confirmed. The pump speed was increased, and flows improved. The patient neurological symptoms have been gradually improving. The patient was discharged from the hospital on (B)(6) 2018.

Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported suction event was confirmed via log analysis which revealed normal power consumption with intermittent suction for the past 14 days up to (B)(6) 2018. 1 suction alarm was logged on (B)(6) 2018. It was reported that the patient heard pump humming sounds. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the suction event may be attributed to multiple factors including but not limited to thrombus or other materials in the device, poor vad filling. Based on risk documentation, possible factors that could lead to the reported humming/vibration may include thrombus within the device leading to imbalance of the impeller, incorrect placement of the pump during implant. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.